Manufacturer narrative:
The complaint device was returned for evaluation. Device evaluation identified that the smart label overlay was bad. The smart label overlay was replaced. The circuit boards were inspected. The case was checked for damage. Calibration was performed. The root cause for the bad smart label is most likely due to use. This type of event will continue to be monitored. Device code 1384 - removed (correction), device code 1014 - removed (correction).

Event description:
Reportedly, post repair, the device was alarming as soon as it was plugged in. It is unknown if there was patient involvement. There was no report of patient harm. No additional information is available.